Manufacturer narrative:
The investigation of delivery issues, pump stop, and positioning issues has been completed. The impella device was not returned for evaluation. Positioning issues: clinical mention the pump was in position when there was need to reposition. No details were given as to why there was a need to reposition. The root cause of the positioning issue was not determined as limited clinical information related to failure was provided and no product was returned. Delivery issues: clinical noted challenges when attempting redelivery and that pump met resistance in femoral vein and was unable to advance past vasculature. The root cause of the delivery issue was most likely patient condition related as evidenced by the clinical details of being unable to pass pump through vasculature. Pump stop: the data logs show several motor current spikes outside p-level changes with placement signal shifts and effects on pump flow while the pump was at p9. The pump was turned down to p0, turned up to p2 and back down to p0. When the pump was not running at p0, purge pressure began to gradually rise and purge flow started to decrease suggesting potential biomaterial build up. Clinical mention pump damage and compression to the inlet at re-delivery attempt. It is likely that the inlet struts were damaged and caused interaction with the impeller. At restart attempts, there were motor current spikes with 'impella stopped - motor current high' alarms. There were 6 failed attempts after which pump was explanted. The root cause of the pump stop was unable to be determined as no product was returned for analysis to confirm suspected root causes of biomaterial or impeller and inlet damage and data log analysis is inconclusive h6 health effect - impact code 4627 was inadvertently omitted on the initial manufacturer device report number 1220648-2025-29345.

Manufacturer narrative:
The impella device will not be received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed. The IFU states: rp flex with smart assist system with automated impella controller section: warnings & cautions: warnings ¿do not advance or withdraw the impella rp flex with smartassist system catheter against resistance without using fluoroscopy to determine the cause of the resistance. Doing so could result in separation of the catheter or guidewire tip, damage to the catheter or vessel, or perforation.¿ section: warnings & cautions: warnings section: pre-support evaluation section: axillary insertion of the impella 5.5 catheter section: direct aortic insertion section: use of impella with transcatheter aortic valves ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance prior to manipulating the heart, and monitor position.¿ ¿to reduce the risk of cardiac or vascular injury (including ventricular perforation) physicians should exercise special care when inserting the impella catheter in patients with complex anatomy. This includes patients with known or suspected: decreased ventricular cavity size, ventricular aneurysms, thin-walled ventricles due to chronic dilation, congenital heart disease, or compromised cardiac tissue quality.¿ ¿to reduce the risk of cardiac or vascular injury (including ventricular perforation) when advancing or torquing the impella, adjustments should be performed under imaging guidance.¿ section: warnings & cautions: warnings ¿physicians should exercise special care when inserting the impella catheter during active cardiopulmonary resuscitation (CPR). In addition, active CPR maneuvers may change the position of the impella device, introducing the risk of cardiac or vascular injury (including ventricular perforation). Check that the pump is positioned correctly after CPR with chest x-ray guidance.¿

Event description:
The user facility reported a cp-rp flex support ongoing for the bipella needs of cardiogenic shock patient in right heart failure. The pump was in position when there was need to reposition and a that time the pump was removed and then redelivered. The pump may have been damaged in the redelivery and shortly afterwards had a pump stop. The team decided to remove the rp flex and medically manage while awaiting transfer to the tertiary center.